Manufacturer narrative:
(B)(4). For 2 of the 3 reported events, a (B)(4) healthcare service representative performed a checkout of the system and confirmed the reported events. The bag to vent switch was replaced to resolve 1 of the reported events, and the drive gas pressure sensor switch was replaced to resolve 1 of the reported events. For 1 of the 3 reported events, a (B)(4) healthcare service representative performed a checkout of the system but did not confirm the reported issue.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that model 1006-9321-000 anesthesia gas machine experienced a mechanical problem preventing selection of mechanical ventilation, and loss of mechanical ventilation. These reports were received from various sources. Of the 3 events, 2 did not involve patients, and 1 did involve a patient. There was no patient information available.